Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing of atrial activity, along with fluctuating thresholds leading to a loss of capture at maximum outputs. The lead was determined to have dislodged. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.